Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing muscle stimulation. Interrogation found a loss of capture and sensing on the right ventricular lead. The rv lead was disabled. On (B)(6) 2015, the lead was capped and replaced. The patient was noted to be in stable condition following the procedure.